Event description:
It was reported that during a coronary stent procedure, the balloon became lodged in the stent, and the tip fractured during withdrawl. The patient went to surgery for removal. The patient suffered a stroke. Patient status is listed as "good condition".